Event description:
Additional information as received indicating that the device was reprogrammed.

Event description:
It was reported that post-sensed t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.